Event description:
Customer reported receiving a failed battery test and a battery out limit alarm. Troubleshooting found the battery compartment of the insulin pump was not damaged. The customer also reported the buttons on her keypad was not responding shortly after receiving the alarms. The customer could not recall any significant events leading to the keypad issues. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. Customer's blood glucose was 144 mg/dl. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No failed battery out limit alarms were noted. All operating currents were within specification and the insulin pump passed the self test. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a scratched reservoir tube window. The insulin pump had intermittent button response due to corroded keypad traces.